Event description:
Initial aaa repair on male patient was in 2004. One body and two iliac legs were used. In 2007, a secondary intervention was necessary due to a neck that dilated after the stent graft was placed causing a small type I endoleak. Two cuffs were placed. At this time a post operative study has not yet been performed, however, the in-operative angiogram showed no signs of a leak.

Manufacturer narrative:
Evaluation: after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by patient anatomical changes over time.